Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-nov-2020, it was found that the replacement devices were omitted on the previous report. On 19-nov-2020, mentor received additional information regarding the replacement devices. The replacement devices are a 275cc mentor memorygel breast implant (left catalog #: 3502751bc, left serial #: (B)(6)) and a 350cc mentor memorygel breast implant (right catalog #: 3503501bc, right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor saline smooth breast implants and experienced postoperative left-sided deflation and right-sided device extrusion. The patient noticed that her left breast appeared to be flat in (B)(6) 2020. In (B)(6) 2020, the patient had a consultation, and the diagnosis of left-sided deflation was confirmed by a healthcare professional. On (B)(6) 2020, a healthcare professional reported that the diagnosis of right-sided device extrusion was confirmed. As a result, the patient underwent removal and replacement with unspecified mentor breast implants on (B)(6)2020. This report is for the right-sided prosthesis.